Manufacturer narrative:
The creatinine plus ver.2 lot number is 88924701, and the expiration date is 30-apr-2026. Qc and calibration were passing at the time of the event. A field service engineer (fse) determined that at the rinse station, three tubes were split, and one tube was leaking. The rinse assay was replaced. After the replacement, the issue was resolved. The investigation determined that the leakage was the root cause of the event and was corrected by the fse's actions.

Event description:
There was an allegation of a questionable creatinine plus ver.2 result from the cobas 8000 c702 module for one patient. The initial result was 204 mol/l, with a repeat result of 85 mol/l. Another retest was completed on another instrument with a result of 83 mol/l. The questionable result was not released outside of the laboratory. The issue was detectable to the user as the erroneous results did not match the patient's clinical diagnosis, alerting them to an issue with the results.